Event description:
It was reported to boston scientific corporation that a zero tip basket was used in the ureter during a cystoscopy, ureteroscopy, laser lithotripsy, stone extraction and stent exchange procedure performed on (B)(6), 2021. During the procedure, the distal end of the basket remained on the ureteral wall and the proximal end remained deployed in the upper pole. After an hour attempting to remove the detached basket using another zero tip basket and piranha graspers, a pair prior grasper removed the retained basket fragments intacted. To drain the bladder due to ureteral swelling, a 6x26 french left double-j ureteral stent was placed under fluoroscopic guidance. The patient was transferred to the pacu in stable condition before being discharged home.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of basket detached. Imdrf impact code f08 is being used for the reportable event of patient complication hospitalization or prolonged hospitalization.